Manufacturer narrative:
Investigation results: based on the reported complaint and the visual analysis, this is a case of the valve dislodging or backing out of the luer fitting, causing the balloon to deflate due to a defective valve subassembly. It appeared that there was an attempt by the hospital to a re-insert the valve, but the valve re-inserted backwards. A backward valve would not allow the balloon to inflate at all. The reported failure "short port btt black inflation valve dislodged" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, three short port btt black inflation valves dislodged (popped out). As a result, the balloons would not remain inflated. The surgeon tried to push the black valve down and it kept popped out. After total three kits were opened with the same issue, the surgeon converted the procedure to open leg. The hospital did not report any further pt complications. This report is for the third device.